Event description:
The customer reported the sys is not displaying an image after fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the single board computer. Sys operates as intended. (B)(4).